Event description:
The customer reported that during set-up, the footswitch did not work. The customer tried two different footswitches, and neither worked. Two error messages also displayed on the system. The case was cancelled. The pt was not yet in the operating room, and there was no pt injury involvement.

Manufacturer narrative:
The co svc rep examined the system and found that the footswitch interface pcb (printed circuit board) would not recognize the footswitch. He replaced the footswitch pcb. Investigation including root cause analysis is in progress.